Manufacturer narrative:
The product was not available to be returned and we did not receive any information regarding lot number. No investigation of the batch documentation nor the actual device could be performed. Patient stated that she usually pumps 6-7 times when irrigating, however the IFU states maximum 5 pumps. This could have contributed to the balloon burst. The surgeon did not really give a specific reason for the perforation, but said that he thought the rupture was too high up to have been caused by the balloon and thinks the cause was a buildup of content in her bowel. We made several attempts to get in contact with the surgeon who performed the stoma surgery for more information, without success. Should additional facts prompt us to alter or supplement any information of conclusions contained in this report, a follow-up report will be submitted.

Event description:
Adverse event occured in great britain, outside us. She had been using navina since (B)(6) 2023 and has been very happy with the product. On (B)(6) 2024 a patient contacted us regarding a bowel perforation while performing tai with navina classic system. A 59 year old, female patient was diagnosed with caudia equina around 2001. She told us that on (B)(6) 2024 whilst irrigating, the balloon burst and she experienced a lot of pain and minor bleeding. She went to the hospital. Once admitted to hospital, it was confirmed that she had a perforated bowel and had surgery that evening, resulting in having a stoma fitted. On (B)(6) 2024, the patient was discharged and is now recovering at home. Stoma is working well.